Event description:
Per independent repair statement, the unit is alarming or red light. The key failure is the manifold valve is not shifting fully. Additional malfunction is the fitting receptacle is broken.